Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803.no further reports regarding this event will be submitted. During investigation of the returned device, it was noted that the nforce nitinol helical stone extractor's cannula is bent. There is no evidence to suggest that the observed device failure, "the cannulated handle of the extractor was bent" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Event description:
It was reported the nforce nitinol helical stone extractor was unable to close properly, during a ureteroscopic stone extraction procedure. The device failed to retain or extract the stone, increasing the operation time. The procedure was completed by using another same-like device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information has been requested but has not yet been received.

Manufacturer narrative:
E1 - phone number: (B)(6), e1 - fax number: (B)(6), g4 ¿ PMA/510(k) #: exempt, h3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.